Event description:
It was reported that a dependent patient was seen in clinic due to dizziness. The ventricular lead exhibited loss of capture when the patient leaned forward. The lead also exhibited noise. No intervention or additional information was reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.